Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was performed and a 40mm watchman flx pro laa closure device was implanted on (B)(6) 2025. The patient was discharged. During the 45 day follow up appointment on (B)(6) 2025, it was noted via transesophageal echocardiography (tee) that the closure device had migrated proximally. There were no patient complications reported. The patient is being evaluated for possible retrieval.